Manufacturer narrative:
Product event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
During routine testing, the generator received high output when testing the cut function. There was no patient involvement, therefore patient information is not applicable.